Event description:
It was reported that right atrial (ra) lead dislodgement. This issue was seen on x-ray. The lead was in a different position than the original placement location. The lead was explanted and replaced. The patient is in stable condition.